Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube underfilled during use due to vacuum issues. This occurred on 500 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from spanish to english: "tube was changed when the vacuum problem occurred."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were draw tested and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established to mitigate further occurrences.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube underfilled during use due to vacuum issues. This occurred on 500 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from spanish to english: "tube was changed when the vacuum problem occurred."